Event description:
According to the information received, the patient underwent cardiac catheterization and transhepatic closure of her atrioseptal defect. On completion of the procedure when an echo was being performed, a somewhat unusual appearance of something attached to a mitral cord tendon was observed. It was not clear whether this could be a blood clot or a fibrinous strand or a loose cord. Because of this, the lines were left in and the patient was transferred to the picu for heparin overnight. This was done and she did well overnight. The following morning, she was doing well and the plan was to remove the line and give her heparin through a peripheral line. An hour or so after she was seen, she had severe hypotension, bradycardia and hemodynamic compromise. An echo showed that there was a tamponade. This was quickly addressed by pericardiocentesis. Two pericardiocentesis catheters were placed. Initially, there was improvement in her hemodynamics, but then again it appeared that it was re-accumulating around the left ventricle. This was, as mentioned, addressed by a second pericardiocentesis catheter. One of the catheters was draining what appeared to be arterial blood. It was clearly in the pericardial space based on the echo and based on her response to draining the blood. It was not clear whether this was the result of the cardiac cath or device erosion. She was monitored until she was stable from around 9:00 in the morning until after 5:00 p.m. At that time, the blood had pretty much stopped coming back and she had good blood pressure, heart rate and oxygenation. During that time, however, she had episodes where she would drop her blood pressure and her heart rate when blood recollected in the pericardial space. She required epinephrine, atropine and CPR. She was stabilized and both drains were left in place and basically minimal to no drainage.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. The aga medical erosion board reviewed and adjudicated this event on (B)(6) 2011 and determined a definite erosion occurred.